Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/05/2020. A manufacturing record evaluation was performed for the finished device batch mhb724 number and no non-conformances were identified. Additional h3 device evaluation summary: it was received for analysis a paper lid a detached needle, a needle-suture piece and two sutures pieces of product code 8720h, lot mhb724. During visual inspection of the sample, marks that appears to be by use of surgical instrument on the needles and no remnant at the barrel hole inside hole in the detached needle were noted. The sutures piece were examined body fluids were found and the ends of the sutures were cut. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please explain, what do you mean by 'hang the liver. Is it part of the surgical procedure, where suture is used? I meant ""lift the liver."" The liver was lifted using the suture so that the surgeon could reach the cholecyst. It is unknown where on the liver the suture was used. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain : no further information is available. Device return status/follow up :the device has been received and will be shipped. No further information will be provided.

Event description:
It was reported that the patient underwent laparoscopic cholecystectomy on (B)(6) 2019 and suture was used. The suture was broken while it was used to hang or lift the liver. The liver was lifted using the suture so that the surgeon could reach the cholecyst. It is unknown where on the liver the suture was used. The procedure was performed through a single port, so there was a possibility that the suture contacted forceps or an energy device. The operation time was prolonged within 30 minutes. There were no adverse consequences to the patient.